Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, end cap address label missing and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 262 mg/dl. Customer was experienced symptoms such as vomiting. The customer was treated with intravenous insulin and saline. Customer also stated that the insulin pump display was blank and had keypad anomaly, left arrow and back arrow buttons were unresponsive. Trouble shooting was performed for blank display and display returned after insulin pump restart. The insulin pump will not be returned for analysis.